Event description:
It was reported the system displayed a cine disc not available error. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine drive and boards in workstation were evaluated and reseated. The system was tested and found to be working as intended and returned to service.